Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. The tandem user guide instructs the user to remove any residual air from the cartridge. The tandem user guide states: change your cartridge as soon as possible to avoid the empty cartridge alarm and running out of insulin.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded the cartridge with cold insulin and did not properly remove air. Tandem technical support (cts) educated the customer on insulin/cartridge labeling. Customer loaded a new cartridge to resolve the issue. In addition, customer¿s bg ranged from 150 mg/dl to ¿high¿ via cgm reading, due to running out of insulin. Reportedly, the customer was not performing the air removal step during the load process. Cts also educated customer on air removal step. Customer delivered correction boluses to address bg.